Manufacturer narrative:
(UDI) and protocol # (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting to received unit; the sample did not contain the breathing bag. The most probable root cause of the issue was deemed to be manufacturing-related; production personnel did not detect the missing component. Action(s) taken to mitigate the reported issue(s): qalert was generated to ensure that production personnel detect any missing component. Production personnel was trained in this qalert.

Event description:
It was reported that, immediately after opening the package, the customer noticed the breathing bag was missing. No patient injury was reported.